Event description:
Patient was revised due to infection.

Manufacturer narrative:
The devices associated with this report were not returned. Per wi-3430, a review of the device history records for the provided product and lot combinations is no longer required. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient contacted depuy through info email box. Hip side provided. Patient states that the reason for revision was high serum levels of cobalt and chromium, and severe corrosion of femoral head inside of ball and on rim of seat. Upon revision, putrid, greenish tissue and fluid accumulation were noted. There is no new additional information that would affect the investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This report is still closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. Per wi-3430, a review of the device history records for the provided product and lot combinations is no longer required. A search of the complaints databases against the reported stem was not possible as the necessary product/lot code combination was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what was previous alleged. Ppf alleges metal wear and metallosis. After review of the medical records for MDR reportability, the patient was revised to address articular wear. Operative reported that there was greenish turbid fluid was identified with consistent metallosis reaction. The femoral trunnion was clear of any debris. It was also reported that there was some corrosion noted within the femoral head component. No laboratory supported regarding previous high metal ions. Doi: (B)(6) 2005 ; dor: (B)(6) 2014 ; left hip.

Manufacturer narrative:
Product complaint #:(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history review : null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.